Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the sensor gave inaccurate values on (B)(6) 2014. Patient reported that the device read 55 while the finger stick value read 90. Patient did not report any injuries or medical intervention at the time of contact with dexcom technical support.